Event description:
While setting up for a laparoscopic cholecystectomy, the scrub nurse was testing (loading) the clip applier when flecks of an unidentified material was noted coming out of the sides of the head of the applier. Three additional appliers were opened and the same occurrence was noted (total of four). A similar device made by a different company was used at this point. The four products/wrappers were given to a representative to be evaluated by the company. Two devices were from lot # f4nl01 and one each from lot # f4nj8h and lot# f4ng2a.no response to-date from manufacturer.